Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and it was observed that there were numerous kinks in the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower limb vein. During aspiration inside the patient, an error message displayed to "please check the saline tube" around 13 seconds. It was observed that there was water being drawn into the pump. There were no visible defects on the catheter or console. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the left lower limb vein. During aspiration inside the patient, an error message displayed to "please check the saline tube" around 13 seconds. It was observed that there was water being drawn into the pump. There were no visible defects on the catheter or console. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was stable.